Event description:
It was reported that a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch generated a leak during patient use. The reporter stated that they had two leaking incidents on the same patient. It was then confirmed with the administrative nurse that fluid was leaking from the air vent on the filter. It was also stated that from a pharmacy perspective, they did everything correctly as previously instructed to ensure the filter would not leak (close both clamps prior to transport and ensure the filter is maintained in a vertical position). There was no patient harm reported. This is the first of two events.

Manufacturer narrative:
Two (2) used samples #142550489 were returned for evaluation. As received the filter at the vent plug juncture was wetted out with prior infusate. No additional damage or anomalies were observed. Both sets were air and leaks tested as per procedure and leaks were observed from the filter on the vent plug juncture with the cap open on both samples. The leak appeared to seep through the filter vent material from various locations. Complaints of leaks can be confirmed. The probable cause of is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.